Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that there was corrosion within the printed circuit board and the liquid crystal display and that there were missing parts. It was further noted that due to extensive damage the generator was being returned to the customer unrepaired. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.